Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during the pta procedure, the "bern" catheter was used in an attempt to cannulate a calcified left subclavian artery and laa. During catheter manipulations, the catheter tip detached and migrated within the patient's renal artery. An unsuccessful attempt was made to remove the foreign body. Considering the patient's age, history, and contrast medium used during the procedure, the decision was made by surgery to leave the foreign body within the patient. The patient's vital signs were stable throughout the procedure. The asymptomatic patient was discharged to home. No additional patient consequence to report.